Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from finland alleged discrepant results with three patients while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 6888/8800 systems. Patient 1 and 2 initially tested positive for sars-cov-2 on cobas liat. A retest on cobas 8800 yielded a negative result. Patient 3 initially tested positive for sars-cov-2 on cobas liat. A retest on both cobas liat and cobas 8800 yielded a negative result. All results were reported. No harm is alleged. This MDR will address the discrepancies obtained on the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 6888/8800 systems. Per FDA guidance for eua,3 MDR is being submitted.

Manufacturer narrative:
No product problem was identified and the discrepant results are determined to be sample specific. The result discrepancies observed are sample-specific. For sample 1 and sample 2, these samples are likely at the lod (limit of detection) that presented with the expected wavering results that can be observed with the same platform or other platforms with similar sensitivities. For sample 3, it is possible that the samples were obtained through suboptimal collection methods. B6 updated with sn of cobas 8800 used for the retests.